Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician attempted arteriotomy closure of a moderately calcified left common femoral artery using a proglide device after a peripheral vascular procedure. Reportedly, the proglide device was deployed and during knot advancement the suture broke. A second proglide was attempted with the same result. A third proglide was used to achieve hemostasis. There was no adverse patient sequelae. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A suture break as reported can be influenced by numerous factors that include, but are not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling and suture-related inspections and sampling and suture tensile testing inspection. A sample of devices from each lot is functionally deployed as part of lot release testing. In addition, the incoming suture lots are sampled and tested for conformance to diameter and tensile strength specifications. A suture break can occur when the suture is nicked by a rotating suture trimmer, when the thumb knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on the suture vs. Slow consistent increasing tension, pulling laterally or medially on the suture limb vs. Pulling coaxial to the suture trimmer. No information was provided regarding user technique that may have affected the device performance. Reportedly, the patient had atherosclerotic vessels, moderate calcification of the left common femoral artery and the target groin had been previously accessed. However, it cannot be determined if these conditions could have been a contributing factor for the reported event. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the suture breaking could not be determined. A review of the device history record did not reveal any relevant nonconforming material records associated to this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.